Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and a nalyzed.analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Sic went up to 36 within 88 days.

Event description:
It was reported that the patient's right ventricular (rv) lead had sensing integrity counter (sic). The lead remains in use. No patient complications have been reported as a result of this event.